Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8840, product type: programmer, physician. Product ID: 8870, product type: software. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the health care professional and manufacturers representative regarding a patient who was receiving morphine (concentration 7 mg/ml, dose 1.4 mg/day) via an implantable pump for non-malignant pain and chronic low back pain. A bridge bolus programming error was reported, a pump refill was performed on the day prior to this report date and they forgot to change the drug concentration on the programmer, it had been approximately 29 hours since pump was updated. The new drug concentration was 10 mg/ml. Troubleshooting was performed during this call; the reporter was assisted in programming a modified bridge bolus to safely deliver the remainder of the old drug, flow rate: 1.4 mg/day / 7 mg/ml = 0.2 ml/day. .233 ml + .199 = 0.432 ml - 0.242 ml = 0.19 ml x 7 = 1.33 / 1.4 = 22h48m. There were no symptoms reported. No further complications were reported.